Manufacturer narrative:
Device evaluation of monitor has been completed. The problem was confirmed. The response buttons would not respond when pressed. The root cause of the defective response buttons is currently under investigation and has not been determined to this date. The monitor was repaired. No adverse event resulted from the faulty response button. The pt received a replacement monitor.

Event description:
A female pt called customer support to report that her response buttons were not working. After changing the battery, the monitor alarmed to hit the response buttons. She hit the response buttons and the alarm continued. Support sent her a replacement monitor.